Event description:
Related manufacturer reference number:2017865-2022-13351. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead and the right ventricular lead dislodged. It was also noted that the patient had a severe fall and was not feeling well. Programming changes were performed however, the patient condition was unchanged and still unstable.